Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. A service history review did not indicate that past servicing could have contributed to the reported issue. An internal and external inspection was performed and no issues were noted. During the homechoice return instrument test / evaluation (rite), the device passed electrical testing but failed functional testing. Fluid was transferred above the rite specified limits during fill 1 & 2, drain 1 & 2, last fill and check lines and bags during fill 1. Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and passed. Crt (cycler remote toolbox) pneumatic system was performed and failed for an unrelated issue. The door assembly was inspected and found deteriorated piston foam and a cracked door piston. A simulated therapy was completed and no errors occurred after a test article piston foam was installed. The cause was determined to be deteriorated piston foam. The piston foam and piston were scrapped and the device was sent to servicing. Should additional relevant information become available, a supplemental report will be submitted.